Manufacturer narrative:
Latch lever.

Event description:
It was reported by service report that the latch lever was sticking and the spring clip was out of adjustment. No patient involvement or adverse consequences are reported.